Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was alarming motor error during prime process. The insulin pump also alarmed no delivery. The blood glucose reading is 170 mg/dl. The drive support cap is flush. Customer stated that the insulin pump was exposed to x-ray about a month and a half ago. The insulin pump will be replaced. Nothing further reported.